Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 7122 competitor defib lead, (B)(6) 2010.. (B)(4).

Event description:
It was reported that the right atrial (ra) lead triggered an alert for a high impedance measurement of 1463 ohms. It was also noted that there were high atrial thresholds and noise was observed on the stored atrial electrogram (egm). The ra lead is still in use. No patient complications have been reported as a result of this event.